Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. No issues were noted with the balloon material. An inflation resulted in the balloon being successfully inflated to rated burst pressure with no device leaks being found; therefore, the event cannot be confirmed. An examination of the shaft, tip, markerbands and blades found no issues. All blades were present and fully bonded to the balloon. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the upper arm. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. During the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that calcification was present even before reaching the lesion. No procedural factors were identified that may have influenced the event.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the upper arm. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. During the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that calcification was present even before reaching the lesion. No procedural factors were identified that may have influenced the event.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the upper arm. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. During the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.